Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s meter has been returned on 5/5/2015 and evaluated by lifescan product analysis on 5/7/2015 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultramini meter was reverting to the set-up mode. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that the meter issue occurred on (B)(6) 2015 at 01:00pm. The reporter detailed that the patient manages his diabetes by self-adjusting his insulin doses. The reporter claimed that immediately after the alleged meter issue occurred the patient developed a symptom of ¿sweating¿ and that 01:00pm on (B)(6) 2015, he consumed food or drink. At the time of troubleshooting the cca noted that there was no apparent misuse of the meter and that the issue occurred after the patient replaced the batteries. The issue was resolved when the cca walked the patient through troubleshooting the issue. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.